Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed. (B)(6).

Event description:
Inaccurate values were reported against a sedline module under evaluation. When supporting a case, the emg was reading high even though patient was given paralysis drugs. The anesthetist gave a second dose of paralysis drugs and emg was still 40%. No consequences or impact to patient were reported.